Event description:
Pt was on ventilator. A mode change to incorporate ps/imv mode was unable to deliver imv breaths. Then a mode change to pcv was performed, again unable to deliver breaths. Pt manually ventilated and the ventilator exchanged. No pt injury. The report includes a notation that an unidentified printed circuit board was exchanged by the facility biomedical engineering department as repair. No further info available. Event date not specified. No parts returning to siemens.